Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. The reported alleged events are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complications of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, and ...port site pain." Device labeling addresses the reported event of vomiting as follows "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Additional device labeling: "special care must be used when handling the device because contaminants such as lint, fingerprints and talc may lead to a foreign-body reaction. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body. It is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."

Event description:
Pt reported "I could not eat or drink; I couldn't even keep water down." Pt also reported "pain, circulation issues, obstruction, intolerance, and the device broke when the dr. Used a tool to unbuckle the lap-band." Pt reported an alleged "obstruction" was found performing a barium swallow. The pt's implant and explant surgeon was contacted and the serial number of the device, the return of the device for product analysis, and additional information on the reported events were requested. Follow up results are pending at this time.